Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
Customer reports: when a patients kangaroo g tube 20fr was replaced on (B)(6). 2023, the balloon ruptured on (B)(6). 2023, so not long at all. Previous tubes in this patient have lasted well over 6 months.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.